Manufacturer narrative:
Technician found the bed in "down" storage. No patient impact reported. Head up function was not working manually or under power. Battery led was on. After troubleshooting determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Information received indicated that the head up function was not working. Function did not work manually or under power.